Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, four days post implant, the right atrial (ra) lead exhibited increased threshold, hight threshold, a drop in sensing function and a microdislodgement. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.